Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm device placement, implanting a damaged neurostimulator, severe force applied to the implant, and excessive twisting, bending, or stretching have been ruled out as potential causes. Additionally, the patient having contraindicating conditions, the patient picking or touching the wound, not irrigating the incision site with an antibiotic solution before closure, not prepping the skin with an antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out, however, inadequate fixation was identified as the clinician did not create subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil. The stimulator is used to treat pain. The cause of the reported issue is migration. However, the cause of the migration is inadequate fixation as the clinician did not create subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a small bump under their armpit that was painful to the touch. Migration was confirmed via x-ray. Although an infection was not confirmed, antibiotics were prescribed. An explant procedure was performed on (B)(6) 2024, and new neurostimulators were implanted. The patient is now doing well and receiving therapy.